Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device has low spo2 measurements. Measurements have been compared with another radical-7 device in the hospital. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a scratched screen lens and cracked housing. The device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected data: date of event corrected from (B)(6) 2016 to (B)(6) 2016.